Manufacturer narrative:
Five (5) actual devices were received for evaluation. Visual inspection revealed no abnormalities that could have contributed to the reported condition. Functional testing was performed and one (1) device was found to be leaking at the spike port cap. The cause was likely due to a lack of cyclohexanone being applied when the spike port connector was inserted into the spike port tubing during the manufacturing process. This issue is being further investigated. The reported condition was not verified on four (4) devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 2000ml exactamix eva tpn bags leaked at the port where the tubing was attached. This was observed prior to use. There was no patient involvement. No additional information is available.